Event description:
Consumer very upset with new meter. Reports getting very erratic readings and not being able to trust readings. Comparing test results to another meter (competitive). Analysis run on clark error grid using competitive reading (62) as reference point vs. Bd readings (284, 92) yielded data points in the d/e range or the grid, outside acceptable limits.